Event description:
It was initially reported that the physician's handheld would not turn on. The charge indicator light had turned green but the handheld would not power on. All connections were secure and a hard reset was attempted but the handheld would still not turn on. The physician also reported that the back battery cover was missing, unk when this occurred. Good faith attempts for more info and product return have been unsuccessful to date.